Event description:
Varicose vein surgery performed -endovenous ablation -elt- by dr (B)(6), jr, md, at the vein center of (B)(6). Surgery resulted in condition diagnosed by neurologist as complex regional pain syndrome, type 1. Pain has been persistent, resulting in chronic nerve pain in knee since the operation. This is about a medical procedure performed by physician.